Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that a patient enrolled in a clinical study underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2006 due to loosening of the acetabular component. The acetabular component was removed and replaced. No further information has been provided to date.